Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain and postlaminectomy pain. It was reported that something was wrong because the patient was "so weak" she couldn't help her husband; her hands, lips and feet were buzzing and she was losing feeling. The patient first noticed these problems in the past 6-8 months. The patient became a diabetic "overnight" and did not know if the symptoms she was experiencing were because of the diabetes or the pump. The patient's pa (physician assistant) that she worked with told her it was time for the tubing to be replaced. The patient was redirected to follow up with the healthcare professional (hcp) to address concerns regarding the reported symptoms. The patient's pump "saved her life" and she was bedridden prior to getting the pump. The patient had only found one facility to fill her pump who refused to help her with the pump because "they didn't help with narcotics." No further complications were reported.